Event description:
The reporter called and alleged a discrepant result on the device when compared to a lab. The reported device result was >8 inr and the reported lab result was 5.2 or 5.4 inr. The device was replaced and requested to be returned for evaluation.